Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left common and external iliac vessel. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for pre-dilatation. However, during fifth inflation at 4 atmospheres for 90 seconds the balloon ruptured. The device was removed in a normal fashion. The target lesion was stented with a 18 x 90 wallstent and post dilated with a 16-4/5.8/75 xxl esophageal balloon catheter but during third inflation at 4 atmospheres for 30 seconds the balloon also ruptured. The device was removed from the patient's body without any additional issues. The patient was under light conscious sedation during the procedure and tolerated it well. There are currently no complications noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left common and external iliac vessel. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for pre-dilatation. However, during fifth inflation at 4 atmospheres for 90 seconds the balloon ruptured. The device was removed in a normal fashion. The target lesion was stented with a 18 x 90 wallstent and post dilated with a 16-4/5.8/75 xxl esophageal balloon catheter but during third inflation at 4 atmospheres for 30 seconds the balloon also ruptured. The device was removed from the patient's body without any additional issues. The patient was under light conscious sedation during the procedure and tolerated it well. There are currently no complications noted. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the balloon to distal tip bond. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. The shaft of the device was noted to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.